Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during a surgery an ophthalmic handpiece heated and caused swelling in the cornea. Suture was required and medication was required against elevated pressure. Surgery was completed by alternate handpiece. Additional information received indicated that it was the right eye which was involved and high astigmatism due to the suture and the phaco burn.

Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. A non-conformance based review of the serial number was performed and did not reveal, any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed, prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).